Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) patient contact called technical services and she reported the patient was in the hospital due to fluid overload and had a large amount of fluid removed. On follow-up with patient's nurse she stated the cycler was not able to drain the fluid from the patient and subsequently the patient was hospitalized on (B)(6) 2016. The patient remained hospitalized and reverted to hemodialysis therapy where he continued to complete treatments. The patient was recovering from symptoms of fluid overload.

Manufacturer narrative:
Device was not replaced or returned to the plant for investigation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.